Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results and the lab inr results. The results were as follows: (B)(6). Finger was being milked after the fingerstick was performed.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 365984a meets release criteria. The product performed as expected. Batch record review was performed and product met final release specifications. There is no indication of a product deficiency and no corrective actions were required. Although an improper technique was identified in the complaint, this cannot be ruled out as contributing to the unexpected result; root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.